Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It as reported the patient underwent a permanent scs implant procedure. The patient experienced a loss of motor function in the lower extremities when the doctor was preparing the location of the lead intended for use. The doctor found an osteophyte over t8 that was causing compression of the spinal cord. It is believed the technique used to prepare the location for the lead intended for use exacerbated the compression of the patient's spinal cord. In turn, the procedure was abandoned. The patient's issue resolved afterwards.